Event description:
The manufacturer's representative reported the pt was given a priming bolus including a portion of the internal pump tubing that had already been primed. An overdose of 260mcg occurred. The pt is reported to be fine now. A follow up report will be sent when additional information is received.